Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: investigation revealed that the battery compartment was cracked in two places. There was evidence of moisture corrosion inside the battery compartment and on the battery cap. Leak testing revealed a battery compartment leak. Unrelated to the original complaint, investigation revealed the following; there was a crack in the pump casing between the corner of the lens and the case seal; leak testing revealed a pump casing leak; there was moisture corrosion found on the motor flex connector; the bolus button cover was punctured but the button remained responsive.